Manufacturer narrative:
Prodisc c removal was completed due to implant loosening and patient pain. The patient was a smoker which may have been a contributing comorbidity. This information suggests that a MDR is required due to surgical intervention to prevent serious injury. DHR review could not be completed as part and lot numbers were not provided. Previous complaints determined the rate of complaints is acceptable based on the risk assessment. Loosening/loss of plate fixation has been previously reported as mdrs. The risk assessment identified loss of plate fixation resulting in pain and/or loosening as a risk. There was no indication of any new risks based on the information provided. No device was retrieved for evaluation. The investigation could not determine a cause for this adverse event. This submission is for 1 of 1 devices involved in this event.

Event description:
Patient received a prodisc c implant on an unknown date at c5-6. The implanting surgeon is also the removal surgeon. The prodisc c is being removed due to loosening of the implant. There is no indication why the device has loosened, but the patient was indicated as a smoker. No indication as to how much smoking is typical for this patient. The patient has been experiencing neck pain.